Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: I kept getting these high readings. With these high readings of 300. So I took them out and of course it was bent so you guys sent me a box already. But now my thing keeps saying I'm low, I'm low but I'm not. Could not capture full initial. Inquired what led up to the complaint. Customer response: cust been dealing w/ sg vs. Bg. Cust is annoyed over the constant low sensor alerts and does not have a sensor to rpl with. Bg 240, bg 88, bg 131- sg 54 cust was dealing w/ highs, cust declined to t/s for hbg and bent cannula. Cust expl her sensor was fine yesterday and is wanting to resolve her sensor issue for today. Enlite sg vs bg t/s per (B)(4). Date and time of insertion was: (B)(6) 2018, 9:25am. Site location (place on the body): left upper abdomen. Sensor expiration date: cust does not have. Serter mmt: (B)(4). Verified sensor age in status screen. Found: 3d 9.50hrs isig 8.47. 6. Activity at the time of the reported sg vs bg event was: cust was at a funeral. Adv it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Adv sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Adv larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Adv the higher the bg value, the greater the potential for a difference between sg vs bg. Adv on average sg vs bg differences should remain under 20% over the life of the sensor. Bg value from reported event: 131 mg/dl. Sg value from reported event: 54. Sg and bg difference 77. Sg and bg difference is not within target range of glucose difference. Insulin delivery was suspended due to sg values. 366 59.39 371 59.78 372 60.11 377 60.20 377 60.28 386 61.41 sg value that triggered the suspend event: 65. Threshold/low suspend limit in sensor settings: 70. Current bg 104, cust just ate. Offered to review site selection, taping, insertion and calibrations. Customer declined to review. Explained common contributing factors include, non-optimal insertion, site location, taping, and timing of bg entries. Customer reports difference is occurring with the current sensor. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: yes. Adv to wait at least 1 hour and consider using alert silence feature during waiting period. Adv if bg values are stable (they have not eaten or delivered bolus) to calibrate. Otherwise, wait an additional hour before calibrating. Insulin delivery was suspended due to sg values. Adv to monitor and change sensor if issue persists. Informed IFU for cal. Cust cal too much trying to fix it and was using hbg's for cal. Customer's outcome pertaining to the complaint: adv. To call hl for any further asst. Ship: nothing / return: nothing